Manufacturer narrative:
(B)(4).

Event description:
The clinician was able to aspirate approximately 2 ml from the cap (catheter access port), but could not inject any dye. The patient was receiving a concentration of 2000 mcg/ml at a dose of approximately 1000 mcg/day; the drug name was not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.